Event description:
It was reported that the atrial sense markers were occurring nearly simultaneously over the ventricular sense markers which resulted in safety pacing and blanking periods. During testing it was noted that no stimulation of the p waves were occurring. The right atrial (ra) lead and implantable pulse generator remain in use. No patient complications have been reported as a result of this event.